Event description:
The results of the comprehensive echo study were normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a procedure, the advisor hd grid catheter became entangled in the mitral valve chordae tendinae. The device was inserted using a short introducer sheath. The device was unable to be removed or manipulated from the patient for approximately 45 minutes. When the device was removed, no damage was noted. The catheter was removed with slow and steady catheter torque and constant pulling pressure. No intervention was needed for removal. The procedure was able to be completed and there were no adverse consequences to the patient.